Event description:
The right atrial (ra) and right ventricular (rv) leads exhibited low impedance. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).